Manufacturer narrative:
Only one image could be found on the instrument. The galileo scored the results for the anti-d4 and anti-d5 as 2+. Customer was asked for information about the reagents used. No information was provided. Galileo testing of the returned sample was not performed due to the age of sample and presence of hemolysis. Hemagglutination tube testing was performed using various manufacturers' anti-d reagents, including anti-d series 4, lot 504696, and anti-d series 5, lot 505545. The sample was nonreactive with all anti-d reagents in all testing, including weak d testing.

Event description:
Customer reported that a patient sample, which was a historical o negative, resulted as o positive on galileo (2+ reactions seen in the anti-d4 and anti-d5 wells).